Manufacturer narrative:
Due to character limitations in e1 event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on patient, the cardiosave intra-aortic balloon pump (iabp) kept going into standby mode. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields - b3. Updated fields - b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) connected to balloon & operated with pumping for about hours. The unit operated as normal. Performed all manifold tests with pass results. Couldn¿t duplicate customer feedback issue. Equipment operated as normal. Safety disk due for replacement. Unit was released to customer for clinical use.

Event description:
N/a.